Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform x rays. Upon troubleshooting fse found that software issue in ippc. To resolve this issue, fse reinstalled the software and restarted the system. The system was returned to use in good working order. The codes were updated based on investigation outcome. Health impact codes were corrected.

Event description:
It was reported to philips that the system does not emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.